Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional stated that the consumer experienced corneal ulcer in the left eye following the use of a bandage contact lens. During follow-up it was also stated that initially the consumer returned with symptoms and sought medical attention on the same day which included moxifloxacin 0.3% ophthalmic solution administered every hour, with frequency tapered as the ulcer improved, and the condition was monitored daily until resolution. Current status of the consumer¿s eye is symptoms resolved at the time of this report. No additional information has been requested at the time of this report.